Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd insyte¿ autoguard¿ shielded IV catheter experienced backing out of vein. The following information was provided by the initial reporter, translated from portuguese: "patient punctured in left upper limb and opens the catheter, and [it] comes out of the puncturing site."

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1333144, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the catheter was bent and the tip of the needle was trapped inside of the catheter. It could also be seen that the needle remaining with the grip was missing the needle tip. Therefore, based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for investigation a definitive root cause could not be determined.

Event description:
It was reported that two bd insyte¿ autoguard¿ shielded IV catheter experienced backing out of vein. The following information was provided by the initial reporter, translated from portuguese: "patient punctured in left upper limb and opens the catheter, and [it] comes out of the puncturing site."